Manufacturer narrative:
An event of patient death due to pneumonia was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2008, a 25mm trifecta valve was implanted in a male as part of the crd_427 trifecta ce mark study. Per a user report the patient ((B)(6) years old) had died secondary to pneumonia on 22 december 2015. A review of information available in clinical affairs files confirmed that following the initial procedure in 2008, the post-operative course included hospitalization for procedural related pleural effusion and cardiac arrhythmia, both which resolved. Limited information is available and additional information was requested but not made available. (Study patient ID: (B)(6)).